Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had medication wasted under dispensed order but was not physically taken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device involved in the incident, it was determined that the system had been unable to close the waste for a vial. A customer had reported to the technical support specialist (tss) that pyxis had indicated the registered nurse (rn) had dispensed two syringes over two transactions, although the nurse had taken only one. This had created a discrepancy, which the rn resolved; however, pyxis had continued to request outstanding waste. The tss had asked for the medication ID and the rn identifier associated with the dispensing at that time but had not received any response. After multiple follow-ups, the customer closed the case. The system functioned as intended after the technical support specialist completed the device investigation and the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had medication wasted under dispensed order but was not physically taken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.